Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon was attempting to use the device in a procedure and it refused to fire. Unknown how case was completed. There were no adverse consequences for the patient.